Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range pace impedance measurement. Review of lead diagnostics found the pace impedance measurements had been stable and then an abrupt increase occurred. An x-ray was obtained which was inconclusive. An invasive procedure was performed to replace the lead. Upon opening the pocket no anomalies were visually observed. The lead was not tested during the procedure. The lead was surgically abandoned and was replaced with another manufacturer's lead. The device remains in service. No additional adverse patient effects were reported.